Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID 24967 serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application displayed a diagnostic error message indicating that an unexpected error occurred and directing the user to close the application and contact a company representative. It was noted to occur at the start of the interrogation and when ending a session. It was further noted that the issue resolved when the user closed and reopened the application. In troubleshooting a hard reboot of the tablet was advised and recommendations were provided to prevent future errors. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.